Event description:
Orthopedic surgeon was using the synthes reamer/irrigator/aspirator device to harvest intramedulary bone graft. When the md removed the bone graft from the collection device there was metal shavings in the bone graft. Reaming device was disassembled and it was found that the drive shaft tip was deformed and ground down.